Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt314 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge on the product. Result: visual inspection of the provided photograph revealed that the tubings of the complaint device detached both of the cannula joints. It was further observed that tape were used over both the cannula joint and tubings. Conclusion: without the complaint device, we are unable to determine the cause of the reported failure. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The subject opt314 optiflow junior nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt314 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing of an opt314 optiflow junior cannula was found to be detached. There was no patient consequences.